Manufacturer narrative:
Evaluation summary: the device returned with no visible damage the balloon folds were open. It was possible to insert 0,014 inch guidewire without any issue. Negative purge did not detect a presence of a leak on the device. In order to verify the location of the leak, an attempt was made to inflate the balloon and the leak was found on the distal part of the hub. The leak was visible from the glue collar. It was possible to inflate the balloon, however, the device did not maintain pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an inpact admiral with a non-medtronic 0.035 guidewire and 6fr and sheath to treat a 75% stenotic lesion the right superficial femoral artery (sfa) stenosis. The lesion length was 100mm with mild calcification and moderate tortuosity. The device was inspected prior to use. The device was prepped without issue. Negative pressure was applied to the device with no issued identified. A non-medtronic inflation device was used. A femoral approach was used. The lesion was pre-dilated with a non-medtronic balloon for 1minute at 8atm. No resistance was encountered when advancing the device. It was reported that they were unable to increase the pressure during inflation. In addition, the pressure increased when the hub of the device was pushed down. Post-dilation was performed. A contrast leak was reported at 2atm. Another inpact admiral of the same size was used to complete the procedure. No patient injury reported.